Event description:
It was reported the cadd disposable caused a no disposable pump won't run alarm. No patient injury reported.

Manufacturer narrative:
Other, other text: no lot number was provided; therefore, a device history record (DHR) review could not be conducted. No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined.